Manufacturer narrative:
Additional information: concomitant medical products and therapy dates. Device evaluation: the suspect medical device and concomitant medical products were returned to the manufacturer for evaluation/investigation. The esg-400 electrosurgical generator was inspected and tested. The high-frequency outputs and the leakage currents were found to be in accordance with the specifications. However, a defective monopolar 1 socket was detected. This defect is most likely caused by either connecting and using an unapproved hf instrument, or connecting and using a hf instrument at the wrong receptacles of the socket. However, this does not have any influence on function and safety of the esg-400 electrosurgical generator since the monopolar 1 socket was not used during the bipolar turp procedure. In general, this kind of defect cannot cause or contribute to an injury of the patient. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, it can be excluded that it was caused by a malfunction of the olympus medical devices used during the procedure. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes.

Manufacturer narrative:
The suspect medical device and concomitant medical products have not yet been returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, the patient's bladder, prostate and urethra were burned. No further information was provided but the intended procedure was successfully completed and there was no report of malfunction for any of the medical devices. In addition, the patient was released from the hospital three days after the procedure. He was then readmitted on (B)(6) 2016 and a diagnostic cystoscopy procedure was performed. However, the results of this examination are not known.